Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer remoted into the cabinet, and the network adapter was already populated with the correct network configuration, and the event viewer was checked and showed entries associated with pi 55845 and medbank application was closed and reopened, and the drawers were able to be used. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were not opening.however, there were no delays or adverse events or injuries reported based on this event.